Event description:
It was reported that this system was explanted due to an inappropriate via oversensing. The system was replaced with a transvenous system. There were no additional adverse patient effects.